Event description:
Allegedly pt. Had a fall (B)(6) 2012, visit had normal x-rays. Pt. Started having noise issues (B)(6) 2013. Liner was disengaged or broken on x-ray (B)(6) 2014. Add'l info rec'd (B)(6) 2014: locking mechanism concerns.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00135, 00136.